Manufacturer narrative:
In (B)(6) 2017 (around (B)(6) 2017), the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment with fluconazole (dose, frequency, duration and route not reported) for the event of peritonitis. On an unreported date, the patient recovered from peritonitis and was discharged from hospital. On an unreported date, the treatment with pd therapy was discontinued. No additional information is available.